Manufacturer narrative:
The reporter's meter and test strips (1 strip returned) were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): customer's returned strip: qc 1: 2.9 inr. Retention strips: qc 2: 2.9 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was not known. The customer stated when initially testing, he received an error message and then used a different finger for the remeasurement. At 4:14 am the result from the meter with capillary blood was 3.2 inr. The customer stated that he may have taken longer than 15 seconds to dose the strip. He had blood collected at the physician's office and at 10:00 am the result from the laboratory with venous blood was 4.6 inr. The customer's current condition was "feels good". The customer's therapeutic range was 2.0 - 3.0 inr.